Event description:
On (B)(6) 2021, a distributor of infutronix reported a complaint from an end user: " the catheter become disconnected from the tubing while receiving therapy at home." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the distributor confirmed with the end user that the affected device was never returned for evaluation and therefore no root cause could be established.